Manufacturer narrative:
Concomitant product(s): a 5071 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance and elevated thresholds. Both measurements had reportedly been stable since implant. Pacing amplitude was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the second epicardial lv lead also had high threshold. Both epicardial lv leads were inactivated and replaced with a new lv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.